Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reported issue was observed as the patient was being placed on the device, so they were able to switch it out immediately. No further information about the patient was provided.